Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient was not able to charge their ipg, rendering it inoperable. Patient lost stimulation approximately one month ago. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This was restored after surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.